Manufacturer narrative:
The insulin alarmed during basic occlusion test due to loose protruded drive support disk. However, all operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a compromised force sensor system. The customer did not recall the blood glucose reading. The drive support cap was sticking out. The customer had not pressed on this cap while connected to the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.